Event description:
Consumer was burned on her bottom resulting in a large blister. Consumer did not seek medical treatment. She was laying on the heating pad which is contrary to proper use instructions.